Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed with no anomalies found. It was also noted that the set screw was in the connector bore.

Event description:
It was reported that there was a set screw problem with the right ventricular port of the device. The device was attempted and not used. No patient complications have been reported as a result of this event.